Manufacturer narrative:
This follow-up report is being filed to relay unknown product identification and additional information, which was unknown at the time of the initial medwatch. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2003 and a right total knee arthroplasty on an unknown date. Subsequently, patient underwent a right knee revision procedure on (B)(6) 2003 due to pain and instability. It was further reported patient underwent another revision procedure on an unknown side on (B)(6) 2014 due to an unknown reason. The tibial bearing and locking bar were removed and replaced.

Event description:
It was reported that patient underwent a right total knee arthroplasty on an unknown date and that a revision procedure occurred on (B)(6) 2003 to remove and replace all components with a biomet total knee system. A subsequent revision procedure was performed on (B)(6) 2014 due to instability. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components". Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."